Event description:
The threads of a 4.0 cannulated screw peeled upon screw insertion during an olecranon medical condyle procedure. A portion of the peeled thread was retained in the bone during removal of the screw.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Device manufacture date can not be determined without a lot number.